Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 8/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/06/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had three cracks. It was also observed that the battery compartment and the returned battery cap had damaged threads. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching from the pump. A test battery cap was used for all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.